Event description:
The customer stated that they have an atlas monitor that shut down during blood pressure cuff inflation. The customer indicated that this occurred w/o any audible or visual alarms. The unexpected shutdown of a bedside monitor may impact clinician's ability to hear and see changes in the pt's condition. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
Welch allyn technical support requested the device to be returned for eval and offered to exchange the monitor. The customer replaced the battery and the device performs as intended. As a result, the customer is not returning the device and welch allyn cannot investigate whether the device actually malfunctioned. Therefore, we are reporting this event in abundance of caution. Method: (device not returned to welch allyn for eval). Conclusion: (customer replaced the battery).